Manufacturer narrative:
Product analysis: as received, the specimen was returned reloaded into the dispenser assembly within the labelled packaging pouch within a sealed poly biohazard pouch in a large ¿zip-lock¿ style poly pouch. The specimen presented an overall length of 299.90cm to the proximal aspect of the core wire fracture, a shaft diameter of .01300¿ to .01305¿ and a coil diameter at the coil to core joint of .01345¿. The remaining coil dimensions could not be accurately measured due to the as-received damaged condition. A gage bushing certified to be .0140¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the proximal aspect of the coil damage. The specimen presented a ductile, tensile overload fracture of the core wire and a ductile, tensile overload fracture with torsional loading of the coil wire with concurrent coil stretching. The specimen also presented multiple bends over the distal 3.00cm. Biomaterial deposits are present on the stretched coil wraps. The proximal coil to core wire joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a nitrex guidewire during treatment of a cto (chronic total occlusion-100%) in the patients mid left anterior tibial artery (ata). Slight vessel tortuosity and calcification are reported. Vessel diameter reported as 2-3mm. IFU was followed and the device was prepped without issue. Pre-dilation was not performed. It is reported a tip detachment occurred in the vessel. The left ata was unable to be accessed from crossover antegrade due to a suspected cto at ata ostium. The nitrex 014 was used to access through left dorsalis pedal artery retrogradely to proximal ata. There was difficulty in support catheter movement reported which lead the physician to investigate where it was found the guidewire tip was dislodged and obstructing device movement. The physician reported the coiled tip was very long when it was unravelled and broken in the vessel. A stent was used to jail the guidewire tip to the vessel wall to prevent migration and flow was maintained. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.